Manufacturer narrative:
This follow-up report is being filed to relay corrected information. (B)(4). Not returned by attorney.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states,"inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-04617 / 04618 / 04619).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6), 2010. Legal counsel further reports that thirty minutes post op, patient underwent revision on (B)(6), 2010 allegedly due to leg length discrepancy as noted in operative report. Legal counsel further reports patient underwent a second revision on (B)(6), 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loosening, bone fracture and dislocation, discomfort, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. Information received in operative report noted metal-tinged fluid and acute local tissue reaction during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.